Manufacturer narrative:
The devices was returned to zoll medical corporation for evaluation, and we were unable to duplicate the customer report. The log review was performed and identified an advisory consistent with the customer report. The device was tested extensively and passed successfully with no faults noted. We suspect the oxygen connection may have been a factor involving the regulated oxygen ulimately triggering the alarm. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.